Event description:
It was reported that the patient with this pacemaker had weight loss and was treated with intravenous antibiotics. This device was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.